Event description:
Contact reported that he noted that the eagle plus removal tool inner-shaft threaded distal tip was broken off. The device was last used in a case in 2008. Rep believes that it is possible that the device was broken during use but went undetected. He made the surgeon aware of this possibility. As an unintended piece of the device was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
Based on the information it appears that the user may have over tightened the device stressing the instrument. The broken piece is embedded in the bottom of the screw head. It is not likely to migrate. Root cause appears to be related to excessive force placing unintended stress on the device.